Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device went into backup vvi during implant. Patient required external defibrillation during dft testing, after which the device went into backup vvi. Device was explanted and replaced. Patient was doing great after the procedure.

Manufacturer narrative:
Final analysis the reported field event of backup vvi was confirmed in the laboratory due to a power-on reset (por). The por was caused by a charging anomaly. The cause of the charging anomaly could not be determined. (B)(4).